Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: patient felt weak after feeling a tugging sensation at the pacer site. The rv lead was found to be dislodged and there appears to be noise on the rv channel. Should additional information be received, this file will be updated.